Event description:
It was reported that, during a rotator cuff repair surgery, the twinfix ultra screw broken inside the patient while implantation. All the pieces were retrieved from the patient by direct removal. The surgery was resumed, after a non-significant delay, using a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, anchor and suture material were returned with debris on all items. The anchor is fractured at the proximal end of the suture window. One of the prongs at the distal end of the insertion device is fractured away and the other is folded over, flush with the end of the shaft. Based on the condition of the product material found during visual inspection, additional material testing is not required. The provided photo was reviewed, but does not aid in determining a clinical root cause of the reported event. The patient impact beyond the reported events cannot be determined; however, it¿s reported patient had no further complications. No further clinical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.